Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at a fold in the proximal end and distal end of the cylinder. The first cylinder had two holes with a leak at both corners of a fold in the proximal end of the cylinder. The second cylinder had wear at a fold in the proximal end and distal end. The second cylinder kink resistant tubing (krt) had a hole with a leak from sharp instrument damage. The momentary squeeze (ms) pump was microscopically inspected. And the ms pump krts were worn to the filament. The pump did not pass the activation tests. The ms pump passed leak test. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The reservoir passed leak test. This investigation was assigned a most probable conclusion code of cause traced to component failure.